Event description:
The manufacturer received a voluntary medwatch (mw5105598) in which it was alleged that shortness of breath and lung cancer. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5105598) in which it was alleged that shortness of breath and lung cancer. In previous MDR date of awareness is captured in correctly. In this MDR is corrected. Section b3 is corrected.